Event description:
The electrodes were attached to a pt during a study and the electrodes caused the associated defibrillator to display a "poor pad contact" message. The user switched to another set of electrode pads, however the associated defibrillator displayed a "poor pad contact" message. A third set of electrode pads were used to successfully treat the pt. There was no adverse effect to the pt due to the reported malfunction.